Event description:
The customer reported that the system displayed poor image quality. Also they must re-boot the system several times before it comes up.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.